Event description:
Customer reported hospitalization due to high blood glucose. Customer was vomiting. The blood glucose reading at the time of the event was over 700 mg/dl. Customer could not get the level down. Customer treated with manual injection and insulin pump. The current blood glucose reading is 242 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.